Manufacturer narrative:
H3: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient came in for a pocket revision, after the revision was completed, the lead was connected to the ins, a tyrx pouch was placed and the ins was sutured into the pocket site. An impedance check was performed and all configurations came back with >4000 values. The ins and lead were taken out to check it and the lead was not connected to the ins. The right lead kept slipping out of the ins after it was screwed back in, multiple attempts were made to secure the lead and the issue was not resolved. Prior to revision, the patient complained about the ins intermittently protruding when they sat down, but it was fine when they were laying down. This began over the summer, the patient denied any falls. The patient had been in touch with the doctor about the protrusion and discomfort, which led to the pocket revision. As for the lead and ins, after multiple attempts of screwing the lead into the ins a new ins was used to connect to the lead with no complications. The lead stayed in the new ins's chamber after it was appropriately screwed in, the tyrx pouch was applied and the impedances showed no out of range values. The issue was resolved at the time of the report.